Manufacturer narrative:
The used sheath has been returned to navilyst medical and has been forwarded to our supplier with a scar (supplier corrective action request) for evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, the sheath/dilator packaged with the 6f xcela power injectable PICC device failed to peel properly - the "t" handle separated from the sheath leaving the sheath inside the patient. The sheath was able to be peeled apart with hemostats. There were no patient complications. The used sheath was returned to navilyst medical.